Event description:
Information received indicates the product was removed due to a tear noted in the left cusp of the valve. The device was replaced with no additional pt complication indicated to the representative. No additional event or pt information is available. Photographs received from the user of the explanted valve are dated 2003.